Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Additional information has been requested. At this time no lot number has been provided; therefore a review of the manufacturing records could not be conducted. The patient has not sought medical treatment for his symptoms, therefore a medical diagnosis has not been made. However, based on the patient's reported symptoms he may have developed a recurrence of his hernia, which is a known possible adverse reaction listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient: it has been alleged that the patient underwent ventral hernia repair in 2004 and was implanted with a composix kugel mesh. Two years post implant the patient alleges that the right side edge of the mesh felt like it had "curled up" when palpating the area of his repair. His surgeon told him the mesh was fine and did not want to perform surgery. The patient alleges that for the past three years he has experienced abdominal pain and occasional diarrhea. Additionally, stated is that the patient feels like there is a "hole in the mesh" and "sometimes he has to push his intestines back inside." Also reported was that the patient feels that "the mesh is split" and can be felt from outside of his stomach, he reports wearing an elastic band around the area of the repair for support. He has not sought medical treatment for these symptoms, nor does he take any daily pain medication.